Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the patient had pain. The surgeon removed the cup, liner and head out and replaced with the above described components."